Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient stated they were in such pain and had zero pain relief from the device since it was put in. Patient said the stimulation had been adjusted several times already since implant. Patient said they first met with one rep since the beginning, then started meeting with a different rep, who put stimulation on a higher frequency and was what patient was using now. Agent documented information given during the call. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a manufacturer representative (rep). The rep reported that actions taken to resolve the lack of pain relief was that they have reprogrammed but after, the pt seemed to be ok with the solution. However, the patient saw a provider at advanced pain medicine and a pocket revision has been ordered.